Event description:
Reportedly, on 27 or (B)(6)2019 , the patient suffered from a sudden cardiac death and external defibrillation shocks were applied by the intensive care unit to resuscitate the patient. The patient had not regained consciousness. The pacemaker was interrogated around 10:30 and one non-sustained v burst episode was recorded in the device memory. No warning message was displayed upon interrogation. On(B)(6)2019 , the pacemaker was interrogated and normal pacemaker operation was observed. The date of last statistics reset was (B)(6)2019 . However, no patient files dated (B)(6)2019 or(B)(6)2019 were available in the user session of the subject programmer. In administration mode, the sales representative could find expertise files dated (B)(6)2019 and (B)(6)2019 , which were extracted manually as they were not visible in the file extraction tool. It was reported on (B)(6)2019 that the patient passed away. Based on preliminary analysis and available data, no evidence was found to suggest that the death was related to a device.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the patient suffered from a sudden cardiac death and external defibrillation shocks were applied by the intensive care unit to resuscitate the patient. The patient had not regained consciousness. The pacemaker was interrogated around 10:30 and one non-sustained v burst episode was recorded in the device memory. No warning message was displayed upon interrogation. On (B)(6) 2019, the pacemaker was interrogated and normal pacemaker operation was observed. The date of last statistics reset was (B)(6) 2019. However, no patient files dated (B)(6) 2019 or (B)(6) 2019 were available in the user session of the subject programmer. In administration mode, the sales representative could find expertise files dated (B)(6) 2019 and (B)(6) 2019, which were extracted manually as they were not visible in the file extraction tool. It was reported on (B)(6) 2019 that the patient passed away. Based on preliminary analysis and available data, no evidence was found to suggest that the death was related to a device.